Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the patient was complaining of tilted images. Additional information was received stating the lens was defective.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating there was no defect with the lens. It was further clarified that the defect was the tilted images and the eye effected was the right eye.